Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited low impedance. No programming changes were performed. The patient will continue to be monitored. Patient was in stable condition.